Manufacturer narrative:
This report is being submitted to provide updates on event description and coding. This investigation will be updated should pertinent information become available in the future

Event description:
It was reported that this pacemaker system exhibited an automatic safety switch from bipolar to unipolar due to high out of range right ventricular (rv) lead pacing impedance over 3000 ohms. Technical services (ts) was consulted and upon review identified that in the bipolar configuration there was no capture. In addition, identified noise in both bipolar and unipolar configurations. Programming improvements where performed. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received. This pacemaker was successfully explanted and has not been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited an automatic safety switch from bipolar to unipolar due to high out of range right ventricular (rv) lead pacing impedance over 3000 ohms. Technical services (ts) was consulted and upon review identified that in the bipolar configuration there was no capture. In addition, identified noise in both bipolar and unipolar configurations. Programming improvements where performed. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received. This pacemaker was successfully explanted and has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description of event for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. This report is being submitted to provide updates on event description and coding. This investigation will be updated should pertinent information become available in the future.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this pacemaker system exhibited an automatic safety switch from bipolar to unipolar due to high out of range right ventricular (rv) lead pacing impedance over 3000 ohms. Technical services (ts) was consulted and upon review identified that in the bipolar configuration there was no capture. In addition, identified noise in both bipolar and unipolar configurations. Programming improvements where performed. This pacemaker remains in service. No adverse patient effects were reported.